Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. All other damages found are consistent with procedural damage.